Manufacturer narrative:
(B)(4). Seroma. Conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a laparoscopic left inguinal hernia repair on (B)(6) 2010. The pt developed a seroma in the left groin and 12 cc was evacuated with a syringe. As of (B)(6) 2010, the pt has recovered fully.